Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. No low reservoir anomaly noted during testing. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that they had a notification that reservoir was empty . The customer¿s blood glucose level was 190 mg/dl. The customer stated that they checked alarm history and there was one unspecified insulin pump error. Customer was pregnant. Customer had no clamp to do high pressure test. The customer stated that they performed displacement verification and auto test and it was pass. The insulin pump will be returned for analysis.